Manufacturer narrative:
(B)(4). The valve was patent and passed reflux testing. The device did not meet the requirements for leak testing due to a tear in the silicone dome. It is unk when or how this damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It also was out of specification for pressure-flow testing at performance level 2.5, 46.8 ml/hr at 0 cm hydrostatic pressure. All other pressure-flow and preimplantation testing were within specifications. A dissection of the product found no anomalies. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a pt's symptoms did not improve after valve implantation. According to the report, a contrast study was performed and the valve's performance level was changed to 0.5, however, there was no improvement in the pt's symptoms. The pt's condition improved after revision surgery.